Manufacturer narrative:
The event involves a device that is not cleared for sale in the u.s., but similar device is commercially available in the u.s. An event regarding head fracture from the pin involving a scorpio guide was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including lot details, operative reports and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. Not available.

Event description:
It was reported that when the fixed pin of the proximal rod assembly was hit in the bone, the pin was broken. The all broken part was removed.